Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The esheath was visually inspected upon receiving and soft tip damage was observed. The score line was noted to be open with stress markers. Based on the nature of the complaint, there was no applicable functional testing or dimensional inspection. There were no photographs, videos, or imagery was provided for review. A DHR review was performed and did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal any other similar events. A review of complaint history from august 2019 ¿ july 2020 for the esheath introducer set was performed for damage to the sheath distal tip. Of the potential root causes found in similar complaints during this time period, patient factors (access vessel calcification) and procedural factors (excessive manipulation) are applicable to the current evaluation. The (instructions for use) ifus, device preparation training manual, and procedural training manual were reviewed for guidance and instruction involving the esheath and commander delivery system. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert the esheath slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Do not use if the sheath is damaged (i.e. Kinked or stretched). Heparin should be given prior to sheath placement to ensure act = 250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications sapien 3 ultra valve and edwards commander system: 26mm; sheath ID: 14f; minimum access vessel diameter: 5.5mm. No IFU/training deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The damage to the sheath¿s distal tip was confirmed by the condition of the returned device. However, no manufacturing non-conformance's were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. The damage to the distal tip illustrates the sheath interacted with calcification upon insertion. Additionally, the sheath was likely manipulated to overcome to resistance during advancement of the delivery system. The combination of interaction with calcification during insertion of the sheath and excessive force likely resulted in the damage of the distal tip. Available information suggests that patient (access vessel calcification) and procedural factors (excessive force & manipulation during device insertion) may have contributed to the damage to the sheath and subsequent femoral artery dissection. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no product non-conformance's were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a percutaneous femoral tvr procedure, the esheath tip became damaged and a femoral artery dissection occurred. Access was gained via the right femoral artery and closure devices were placed. Resistance was felt during first insertion of the esheath therefore the vessel was dilated with a 14f dilator. The esheath was readvanced, however, the operator reported still feeling resistance when trying to insert the sheath. The esheath was removed and the same first esheath was inserted for a second time only a stiffer wire was used for support. Resistance was experienced again, and when the team pulled back the esheath slightly, damaged was noticed on the tip of the esheath. The resistance was due to patient anatomy. A second esheath was opened and a third attempt to insert the esheath was made. This second esheath was inserted with ease and the case proceeded with successful implant of the valve. Upon removal of the esheath, a femoral dissection/tear was noticed, believed to have been caused by the damage on the tip, of the first esheath. Bleeding was well controlled as a peripheral balloon was placed for three minutes to assist with hemostasis. A huge improvement was noticed, however a little bit of oozing remained, and the team decided to place a covered stent- with good success. The patient was noted to have been discharged and doing well.